Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to view the patient at the station because nurse had not been assigned to it. The technical support specialist advised the customer to contact the hospital information technology (hit) team to have the user assigned to the station, as nurse was a new user. The customer acknowledged the information. The technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had new user unable to view the patient in the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.